Event description:
Plunger is not attached and not dispensing correct dose [device failure]. Diabetic ketoacidosis [diabetic ketoacidosis]. Case description: the incident does not represent a serious public health threat. Medical device info: class iib. This spontaneous case from the (B) (6) was reported by a diabetes nurse specialist as "plunger is not attached and not dispensing correct dose" and "diabetic ketoacidosis" and concerns a (B) (6) female pt treated using novopen 4 (device therapy) from (B) (6) 2009 to (B) (6) 2010 for device therapy. Patient's height not reported. Medical history: not reported. On (B) (6) 2010, the pt's husband had a bug and the pt thought she had a bug too. Later she realised that her novopen 4 was faulty. The plunger was not attached and did not dispense the correct dose. The pt had been trained in the use of the pen. She did perform air shot prior to each injection. However, it is unk whether the device passed the function test or not. The pt didn't re-use the needles. The device was stored according to recommendations. The pt was the operator of the device at the time of the event. The pt hadn't experienced the problem with the same device before. The pt went into diabetic ketoacidosis. The pt used novomix 30 penfill too. Blood glucose was increased to 25 mmols+ for three days. On (B) (6) 2010, the event stopped and the pt recovered. The suspected novopen 4 was removed from use; no further episodes since new pen. The pt self adjusted the insulin on advice from a diabetes nurse specialist however, dose was not changed due to the event. The pt wasn't admitted to hospital due to the event. Reporter's casuality assessment was changed from unk to probable. Product was returned for eval. Reporter comment: relevant etiological factors: not provided.